Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that, during a drg trial, the curved end of the drg sheath broke off inside the patient's body. Physician elected to leave the broken piece inside the patient. Physician plans to obtain x-rays and discuss next step with patient as the next course of action.